Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional twist was found along the hex portion of the driver. Prior to breaking from an excessive twisting load (torsion), the driver tip may start to twist before the driver breaks. Hex tip twisting and breakage may occur when excessive force is applied to the driver during use to overcome increased resistance.

Event description:
During an acutrak 2 surgery, the tip of the driver broke off in the head of the screw. The tip could not be removed from the screw; it remains implanted in the patient.